Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual inspection: the denali filter was returned with the legs bound together with an unknown valve/foreign material. The foreign material was determined to be a hemostasis valve that connects to the 9fr sheath from the snare retrieval kit. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the inner hemostasis valve of the snare retrieval assembly was wrapped around the legs of the filter. The investigation is unconfirmed for foreign material as it was determined that the a hemostasis valve from the snare retrieval device became detached after the user pulled the filter through the 9fr sheath as opposed to the 11fr as instructed within the IFU. The root cause for the reported event is user related as the IFU states, "once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath." The filter should not be retracted all the way through the 9fr sheath. This is the only way the hemostasis valve of the snare retrieval device could detach and wrap around the legs of the filter upon removal from the sheath. Labeling review: the current IFU states: optional procedure for filter removal, collect and prepare the following equipment for use: dual retrieval sheaths, 9f i.d. And 11f i.d. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - slowly advance the loop forward over the filter snare hook. - reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. - advance the retrieval sheath in the caudal direction until it covers half of the filter. While keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare. - retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. - once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been received and an investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter retrieval procedure, a snare device was used to successfully capture retrieve the filter. Upon removal of the vena cava filter, visual inspection identified a foreign substance or material around the filter legs. It is unknown if the foreign material or substance around the filter legs was present prior to the successful retrieval of the filter. There was no reported patient injury.